Manufacturer narrative:
Concomitant medical products:: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-jun-2024, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 08-jun-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implan table neurostimulator (ins). It was reported that the patient worried the system was infected, so the full system was explanted on (B)(6) 2020. The account discarded the device after explant. The issue was said to be resolved.